Event description:
Attempted cardioversion of a patient whose bmi=45.1 using a 200j biphasic defibrillator (device maximum) and externally applied pressure. Unable to cardiovert. Changed to another manufacturer's device that goes to 360j biphasic. Successfully cardioverted from afib with single shock at 360j biphasic. The zoll m series defibrillator was tested by our biomedical engineering dept and works to specification.